Event description:
Literature: chen c, cole w, bronte-stewart hm. Hybrid cars may interfere with implanted deep brain stimulators. Mov discord. Nov 15 2009;24(15):2290-2291. Summary: this was a case report of a (B)(6) man with a history of tremor dominant parkinson's disease (pd) who underwent bilateral subthalamic nucleus dbs placement and later experienced suspected interference with his hybrid car. Event: a (B)(6) man with history of tremor-dominant parkinson's disease (pd) underwent bilateral subthalamic nucleus deep brain stimulator (stn dbs) placement. One month later, initial stimulator programming was performed, and he complained of symptoms of severe nausea, dizziness, and palpitations while driving the 4- to 5-hour journey home in a 2008 hybrid toyota prius car. The patient's wife had to stop the car multiple times as he felt so ill. Prior to initial programming, the patient was able to drive and ride in the prius without any problems. After stimulator activation, the patient complained of reproducible symptoms of nausea, dizziness, lightheadedness, and cardiac palpitations when sitting in the front passenger seat. He noticed that the symptoms worsened when both the gasoline engine and electric motor were running or when the car battery was charging. The symptoms spontaneously resolved when he exited the car and never occurred when he was in his truck, which is a non-hybrid vehicle. The symptoms also improved when he manually turned off his stimulator while inside the prius or when he moved to the back seat. These symptoms did not occur at any other time. On interrogation of his stimulator 4 weeks after the initial dbs programming, seven activations were noted with only two that were accounted by the patient turning the pulse generator off and on manually. The internal pulse generators (ipgs), however, had been on 99% of the time. The patient experienced the worst symptoms when sitting in the front seat of the prius and when the car battery was being charged, suggesting that the electromagnetic field emitted might be interfering with his neurostimulator settings. There were multiple unaccounted activations on interrogation of the stimulator, although the ipgs were on 99% of the time. He did not get symptoms in a non-hybrid car or in the prius when his ipg was off. We have observed similar symptoms when the voltage of an stn neurostimulator was increased rapidly. We hypothesize that the device was turning off and on rapidly, with voltage surges, thus causing the patient's symptoms.

Manufacturer narrative:
(B)(4).